Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-pc, upn: m365sc14160, model: sc-1416, serial: (B)(6), batch: 208227.

Event description:
It was reported that after the ipg replacement procedure (MFR number 3006630150-2022-01574), the patient was having high impedances on the leads resulting in difficulty switching to magnetic resonance imaging (MRI) mode. The patient underwent an ipg and lead revision procedure. It was unknown as to why the ipg was replaced. The patient was doing well postoperatively.

Event description:
It was reported that after the ipg replacement procedure (MFR number 3006630150-2022-01574), the patient was having high impedances on the leads resulting in difficulty switching to magnetic resonance imaging (MRI) mode. The patient underwent an ipg and lead revision procedure. It was unknown as to why the ipg was replaced. The patient was doing well postoperatively. Additional information was received that the reason for the ipg replacement was because it still showed high impedance levels despite replacing the leads. The explanted devices will not be returned as they were kept by the medical facility.